Manufacturer narrative:
A review of the device history record did not identify any mfg related issues that would cause or contribute to the reported event. The service center confirmed that the root cause of the loose parts in the product was due to component wear and improper maintenance by the user. The reported serial number has not been sent in for service before this event. The instructions for use prescribes proper method of use and maintenance for this product to avoid undue injury to the pt and user as well as damage to the product. The instructions for use states in the section labeled how supplied: "the magnum instrument is sold non-sterile and is to be decontaminated and processed (e.g. Cleaned, lubricated, etc.) Prior to use by the end-user. Under the section labeled precautions, the IFU states the following: "never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or pt injury. Unusual force applied to the stylet or unusual resistance against the stylet, while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with needle function. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. After use, the magnum needles may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local laws and regulations." (B) (4).

Event description:
It was reported by the doctor that there were loose pieces of plastic within the reusable core biopsy device that were loose. This was discovered after a prostate biopsy in which the sample tissue collected would not release. The nurse then tried to fire the sample into the sample cup and in the process, stuck herself with the needle as the gun fired the needle through the sample cup into the nurse's finger. The nurse will undergo testing over the next several months to determine if treatment will be required as a result of the event.